Event description:
It was reported on 04/05/2023 by a sales representative via sems that an ar-9400-47 drill template broke during use. Case involvement, device broke during use. Patient was not injured and case completed successfully.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to excessive force being used during insertion of the device.